Event description:
Healthcare professional (hcp) reported two incidents of blood leaks with the psn 210 dialyzer. Incidents were noted at the start of treatment by the machine's blood leak alarm. Blood leaks were confirmed with positive hemastix with blood loss reported as minimal. For each incident, treatment was resumed with a new dialyzer and completed without incident. No pt injury or medical intervention was reported per hcp.